Event description:
It was reported that during a sleeve gastrectomy procedure, after several firings there were two malformed staples in the staple line. The surgeon over sewed the staple line and continued to use the device. The procedure was complete with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. Echelon straight/flex: asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g, l51f5t cartridge reload (b) present, fully fired and in good visual condition. In addition five ecr60b, l51h07 cartridge reloads (c, d, e, f, g) present, fully fired and in good visual condition. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed or incomplete staple lines were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.